Event description:
It was reported that the patient leads had high impedances and noted to be fractured. Additional information received that patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads were not return per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), and batch: 5099651.

Event description:
It was reported that the patient leads had high impedances and noted to be fractured.